Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4), compared to the doctors coaguchek meter. The customer's meter result was 3.4 inr, and the doctor's meter result was 2.6 inr. The time between results was about 2 hours. The customers therapeutic range is 2.5 - 3.0 inr. There was no allegation that an adverse event occurred.

Manufacturer narrative:
No product was returned for investigation. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Retention test strips (lot 322640) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.